Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter alleged the lancet needle that is apart of the softclix plus lancet system used in finger-stick blood glucose testing protrudes and will not retract after use. Customer stated as a result, no actions were taken and no treatment was received reportedly as a result. The location of the alleged incident was not provided. A request was made for the return of the suspect device and replacement product was sent. Softclix lancet plus system: catalog # 04628349001.